Manufacturer narrative:
Continuation of d10: analysis of wr9220 ((B)(4)): patient complaint confirmed. Led's scroll continuously device is unresponsive. Flash sector read/write protection bits have become set medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient's external device. It was reported that recharger was not working. Caller said that the patient didn't have a problem with recharging however the recharging wasn't working and wouldn't power on and wouldn't take a charge. It had been hard to turn on for the last three months. Caller also said that about two weeks ago the patient couldn't get the recharger to power on at all. The, patient said that in between use they didn't keep recharger in the plugged in dock. Reviewed troubleshooting steps however the battery lights still scrolling and unable to turn recharger on. The issue was not resolved through troubleshooting. Replacement sent. Additional information was received from the patient. The patient called to request tracking info for replacement recharger shipment. No tracking information could be found. Agent consulted with repair and they determined the device was shipped to the wrong address in error. A 2nd email request was sent to repair for expedited delivery. Agent attempted outbound call to provide update/details to the patient but there was no answer and no option to leave a voicemail.